Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had routine follow up CT scans at 1 month, 6 months, 12 months which showed no changes. The 24 month CT scan revealed that there was a suspected type iii fabric endoleak. The type iii fabric endoleak was confirmed with ultrasound showing communication between the stent graft and aneurysm sac. Origin of type iii fabric endoleak is at bifurcation of main body endurant stent graft device. Unknown if sac enlargement has occurred. The consultant physician suspected that the endoleak was at the bifurcated section of the main body endurant graft, potentially the physician thought this could have been caused by the bare stent and scalloped proximal area of the endurant limb rubbing on the inside of the main body graft (at the flow divider). This was particularly after discussing with other colleagues in this field of expertise. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: a review of returned CT¿s 1 month post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned ~5mm below the lowest left renal artery. The proximal stent graft od measured ~24mm just below the left renal. Beginning 2cm¿s below the renal artery the neck diameter dilates out to 32mm, and is unopposed to the posterior of the bifurcate aortic body which measured 29mm at that location. The aortic body and infrarenal neck were angulated 25deg max a-p. The ipsi limb was placed down into the distal right common iliac artery. The contra limb was implanted proximally at the level of the flow divider, and extended distally into the left common iliac artery. The max diameter aaa measured 5.8cm; no endoleak was observed. Both limbs were patent, and distal to the stent graft limbs the vessels were patent. The limbs were essentially straight within the sac; no stent graft kinks, compression or other stent graft issues were observed. Review of CT¿s 6 months post-implant revealed that endurant bifurcate was positioned ~5mm below the lowest left renal artery. The proximal stent graft od measured ~24mm just below the left renal. Two (2) cm¿s below the left renal the proximal neck diameter dilated out to 32mm diameter and is not opposed to the 29mm od bifurcate aortic body. The aortic body and infrarenal neck were angulated 30deg max a-p. The max diameter aaa measured 5.7cm; no endoleak was observed. Both limbs were patent, and distal to the stent graft limbs the vessels were patent. No stent graft issues were observed. Review of CT¿s 1 year post-implant revealed that endurant bifurcate was positioned ~5mm below the lowest left renal artery. The proximal stent graft od measured ~25mm just below the left renal. Two (2) cm¿s lower, the proximal neck dilated out to 33mm diameter and is not opposed to the 29mm od bifurcate aortic body. The aortic body and infrarenal neck were angulated 40deg max a-p. The max diameter aaa measured 5.5cm; no endoleak was observed. Both limbs were patent, and distal to the stent graft limbs the vessels were patent. No stent graft issues were observed. Review of CT¿s 2 years post-implant revealed that endurant bifurcate was positioned ~5mm below the lowest left renal artery. The proximal stent graft od measured ~27mm just below the left renal. Two (2) cm¿s lower, the proximal neck has dilated to 35mm diameter and has further pulled away from the 29mm od bifurcate aortic body. At the top of the sac the neck diameter and stent graft od both measured 29mm. The aortic body and infrarenal neck were angulated 30deg max a-p. The max diameter aaa has increased to 6.1cm, and contrast was seen outside the stent graft . The contrast was initially seen on the left side of the bifurcate aortic body, along the dilated portion of the distal level of the proximal neck, and fills nearly the entire left side of the aaa sac. Both limbs were patent, and distal to the stent graft limbs the vessels were patent. The limbs were essentially straight within the aaa sac; no stent graft kinks, compression or other stent graft issues were observed. The exact source and cause of the endoleak seen 2 years post-implant could not be determined from the CT images provided. It appears that this was most likely a type iii fabric endoleak and/or a proximal type I endoleak, which may have been the cause of the recent aaa diameter expansion. Calcification was observed within the lower portion of the proximal neck and upper aaa sac, and during the implant duration was seen in close proximity to the posterior bifurcate aortic body near the level of the flow divider; just proximal to the contra limb origin. This may have been the source of external fabric abrasion which has now presented as a type iii fabric endoleak. Internal fabric abrasion from the proximal stents of the overlapping contra limb cannot be ruled out; however this appears less likely. There has also been gradual disease progression (neck dilatation) noted within the mid-length of the proximal neck, which may have contributed to a possible proximal type I endoleak due to a short remaining proximal seal length. Angiogram studies may help pinpoint the source of the endoleak.